Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implatns is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. (Pt already had 1 implant in the area-placed 1/13/95 which later developed a severe infection.) A sinus lift was completed approx 2 months prior to placement of 2 implants on 6/19/96. When the clinician placed the abutment on 12/2/96, the pt reported pain. The clinician then easily removed the implant and abutment from the site. He suspected that the pt's medical condition (chronic lymphocytic leukemia), previous sinus lift and ridge width may have been factors in the failure.